Event description:
It was reported that when using the bd pyxis¿ es server, patient information did not cross over because the rss server was offline. Ephi was updated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all patient's data were not crossing. A technical support specialist (tss) was unable to connect to the server via rdp or services, and the remote smart service (rss) restart deployment remained queued. The tss advised the customer to involve information technology (it) to check the ethernet connection. The customer confirmed that it was actively working on the issue, and the ticket was temporarily held. Subsequently, it was confirmed that patient data successfully crossed to the pyxis stations after the application server issue was resolved. No further issues were reported, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.